Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/26/2014 to the present date 11/20/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4) for barrel ¿ failed on ¿open¿ clamp which does not correlate to the customer reported issue.

Event description:
The customer reported display overlay and a cracked case. It was reported there was no patient involvement.